Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400 mg/dl. Cause of high bg was not known. Customer administered a manual injection of insulin to address the issue and went to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.